Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The anesthesiologist emptied the water trap of the condenser. This had the consequence of emptying the bellows and preventing the ventilation.

Event description:
The hospital reported a loss of mechanical ventilation. The patient was manually ventilated. There was no report of patient injury.